Event description:
One sample with discrepant cortisol results. Initial result gave 63.2 ug/dl. Same sample diluted and repeated gave result of 147.3 ug/dl. Initial result reported. Pt not adversely affected. The field service rep was unable to determine the cause of the discrepancy. Performance test were performed which were within specification.